Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had become exposed and the patient is suspected to have developed a pocket infection. Cultures were taken. The implantable pulse generator (ipg) system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event